Manufacturer narrative:
(B)(4).+ date sent: 9/20/2024 b3: event year only reported d4 batch #: x94g39 additional information was requested and the following was obtained: did the generator display any error messages and if so what were they? No information did the device pass the pre-test? No had the device been working and then stopped? Not during this use did the patient experience any adverse consequences due to this issue? Not to my knowledge investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure there was a defective device.there are still 13 uses.